Event description:
During baxter's device evaluation, a spectrum pump alarmed for an upstream occlusion when no occlusion was present. There was no patient involvement as this occurred during testing.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The investigation was unable to reproduce a false upstream occlusion alarm. Review of the device history log shows that the pump alarmed multiple times for an upstream occlusion. Further evaluation found cracks on the upstream sensor. Further evaluation found cracks on the upstream sensor assembly tail pins. These cracks are known to contribute to false upstream occlusion alarms. As a result, the upstream sensor assembly has been replaced.